Manufacturer narrative:
(B)(4). Investigation summary.

Event description:
It was reported that right hip revision surgery was performed. Severe and increasing pain, swelling with severe metal on metal reaction, elevated serum cobalt and chromium levels and pseudotumours reported.